Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. Review of the latitude data indicated the impedances have been very stable for the past year measuring 350-400 ohms. It was noted that there were several episodes of noise that was oversensed which resulted in inappropriate anti-tachycardia pacing (atp) therapy. It appeared that the noise was intermittent and it did not cause any pacing inhibition or inappropriate shocks. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.